Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the event date and contributing factors to the event are unknown. No troubleshooting was done and the ins was dead prior to explant. The cause was not determined. Patient given the option to be referred back to implanting neurosurgeon. The customer discarded the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 03-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). During explant, the surgeon located the leads and found one that appeared to be cut at the site above the anchor. It appears the entry site for the leads were t9, spanning t7-8. The remaining portion that was epidural was unable to be removed. Patients ipg was dead prior to surgery so rep was unable to check to see if there were impedance issues prior to surgery. Patient unable to give details regarding impedance issues, states the stim didn't work. Surgeon is referring physician back to implanting neurosurgeon if she chooses to have the remaining portion of the lead removed. Patient aware she is not eligible for MRI if portion of lead remains in place.